Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) revision surgery due to device stopped working and would not inflate. The device was removed and a new inflatable penile prosthesis (ipp) was implanted. There were no patient complications in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.